Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) of over 500 mg/dl levels since beginning use of the pump and it was addressed with manual injections. Reportedly, the customer stated the pump is delivering insulin fine, but felt that it delivers too slowly. The customer declined troubleshooting with tandem's technical support. The customer discussed elevated bg level with their healthcare provider (hcp) and their hcp stated that the customer's diet it to blame. It was noted that the customer does not believe their diet is to blame as they recently had 5 teeth removed and they were unable to eat a normal diet.